Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged stop breathing during night, also had heart condition. And the patient also alleged diagnosed with thyroid cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient has to use device because she stops breathing a lot during the night and also has a heart condition and alleged that the patient recently was diagnosed with thyroid cancer. No medical intervention was reported. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed. Secondary findings such as indeterminate sticky contamination observed on both beauty covers and humidifier flip lid latch. Mineral deposits status were observed on the back exterior of the device near the accessory port/sd card slot. Contamination appearing consistent with bio-contamination was observed on the humidifier flip-lid seal. Dust and dirt were observed in the bottom of the humidifier chamber. Feather-like contaminant observed on the humidifier dry box and on the pca. Humidifier bottom enclosure screws appear to be corroded or have mineral deposits. Unidentified contamination observed on the humidifier alignment tabs. Dust, dirt, and indeterminate contamination observed in multiple locations on the top enclosure. Significant dust, dirt, and/or indeterminate contamination on the exterior and interior of the blower box as well as on the sound abatement foam. The device's event logs were downloaded and reviewed. One error was observed. The investigation confirmed excessive dust/dirt contamination throughout the interior and exterior of the device, but also noticeably in the airpath. The likely origin of the various contaminants is from a source external to the device and observed no evidence of degraded sound abatement foam.